Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for an unknown screwdrivers: shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown cannulated screw on an unknown date to treat an unknown condition in the proximal femur. On (B)(6) 2018, while undergoing a planned hip arthroscopy, the surgeon attempted to remove the implanted screw using an unknown synthes screwdriver; however, during the procedure, the tip of the screwdriver shaft broke off into the recess of the screw and the surgeon was unable to remove the fragment. At that point, the surgeon then decided to leave the screw and the fragment implanted in the patient and completed the hip arthroscopy procedure. The procedure was completed successfully and the patient was reported as stable. Intraoperative x-rays were taken; however, it is unknown if the images are available for evaluation. The reporter was not present during the procedure. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: unknown known quantity of unknown screw(s).